Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with shortness of breath. Device interrogation revealed increased right ventricular capture threshold and decreased sensing. A chest x-ray showed the right ventricular lead was pulled back. The patient was scheduled for lead revision and the lead was successfully repositioned on (B)(6) 2020. The patient was in stable condition before during and after the procedure.